Event description:
It was reported that the device inappropriately detected vf due to oversensing on the lead. Low impedance was observed. Lead anomaly was observed. Lead was capped and replaced and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions.